Manufacturer narrative:
Correction- supplemental report is needed to correct the initial reporter name and occupation.

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, the pacemaker was found in backup vvi mode. Troubleshooting could not be performed due to an alert message indicating the battery voltage was near elective replacement indicator. The pacemaker was explanted and replaced. The patient condition was fine after the procedure with no complications.

Manufacturer narrative:
The device was tested on the bench and a false eri alert was noted. It is believed the eri alert was activated due to transient low battery voltage. Device went into backup operation due to high output mode and transient low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.